Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the customer met strong resistance and was not able to insert the iab. A new iab was successfully inserted to initiate therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely folded with traces of blood on the exterior of the catheter. The one-way valve was also returned and attached to the extracorporeal tubing. Additionally, the guidewire was also returned inserted through the iab and out through the y-fitting. No kinks observed. The one-way valve was tested and held vacuum. A laboratory insertion test was unable to be performed due to the returned unfolded condition of the iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported problem due to the returned unfolded condition of the iab. Unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).